Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that shaft break occurred. A 3.00mm x 12mm nc emerge® balloon catheter was selected for post dilatation. However, during the removal of the protector, the shaft broke outside of the patient. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
The nc emerge balloon catheter was received. The shaft was separated at the proximal end of the guide wire exit notch. The separated end of the was jagged and stretched which indicates that the separation was due to tensile overload. The distal end of the core wire was twisted. The distal end of the device was not returned for analysis. Inspection of the remainder of the device revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
It was reported that shaft break occurred. A 3.00mm x 12mm nc emerge balloon catheter was selected for post dilatation. However, during the removal of the protector, the shaft broke outside of the patient. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.